Manufacturer narrative:
Additional information has been provided in b.3., b.5, d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that in the surgeon¿s opinion, the injector caused or contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non¿healthcare professional reported that during surgery, while advancing the lens, it became stuck in the injector and the haptic moved to the side. There was no patient contact or harm. Additional information has been requested.